Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump and cylinders were removed and replaced because the device was pierced. No further information was provided.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant surgery the cylinders were pierced, therefore, they were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. No anomalies were found with the cylinders nor the pump. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of material puncture.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant surgery the cylinders were pierced, therefore, they were removed and replaced. No patient complications were reported.